Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as fold flaw opening. Crease/folding of implant: observed creases on the device. Additional observations: white particles observed inner the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported left side deflation. Healthcare professional additionally reported "any creases" and "hole in radius (edge)." Device has been explanted and replaced.